Event description:
It was reported that a spectrum iq infusion pump over infused with metronidazole as a secondary during delivery. The testing showed that one bag contained approximately 4¿5 ml of overfill. Since the prime volume of the 2c7462 set is 6.7 ml, this amount of overfill is sufficient to allow the bag to be run to dryness during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.